Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. One video was received. The balloon captured in the video appeared to be bloody and the blood is noted to be dripping from the distal end of the catheter. No other anomalies were noted in the video. The reported balloon rupture cannot be confirmed, and remains inconclusive since no evidence for balloon rupture was noted in the submitted video. A definitive root cause for the reported balloon rupture could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 07/2023), g3, h6 (method). H11: h6 (result and conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during a treatment of internal arteriovenous fistula stenosis, the balloon allegedly ruptured. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a video was provided for review. The investigation of the reported event is currently underway. (Expiry date: 07/2023).

Event description:
It was reported that during a treatment of internal arteriovenous fistula stenosis, the balloon allegedly ruptured. The procedure was completed by using another device. There was no reported patient injury.